Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 due to stress urinary incontinence and recurrent pelvic pain. And mesh was implanted concurrently with a pelvic laparotomy, bilateral salpingo-oophorectomy, and a cytoscopy. The patient underwent a mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent incision and removal of midurethral sling on (B)(6) 2015 by dr. (B)(6) at (B)(6) due to obstruction and dyspareunia.

Event description:
It was reported that the patient underwent incision and removal of midurethral sling on (B)(6) 2015 by dr. (B)(6) at (B)(6) due to obstruction and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary stress incontinence.